Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(6), UDI#: (B)(4). B3: date is estimated; month and year are valid. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The caller had a damaged intellis belt. An email was sent to repair to replace the belt. The pt reported they were having a couple of issues which began at the same time they guessed last week. Pt explained the clips on their recharging belt broke and after that they began having telemetry connection problems. Pt described seeing what pss understood as passive recharge mode adding although they have the antenna position showing the highest number but after an hour the implant (ins) had not incremented enough to turn the stimulation back on. Pss suspected as pt that connection/communication issues were related to broken recharging belt. Additional information was received from the patient (pt). It was reported that pt called back escalated and noted they received the wrong replacement equipment. Pt re-reported previously documented events and noted the recharger plug wouldn't remain inside the controller and the clips inside the controller port broke. The manufacturer's patient services specialist (pss) helped the pt inspect the recharger plug, but no visible damage was detected. Pt began to shake their controller and pss could hear the rattling. No symptoms were reported. A replacement controller was sent out. Pt called back stating they received controller and a recharging belt. Pt said they did not know why they sent the belt instead of the recharger. The second time pt called they discovered the controller was broken but they refused to send the recharger because it was not physically damaged. Pt said they told the previous agent that the recharger got really hot and told the agent that pt was having issues. Pt clarified when trying to recharge the hottest area is the recharger cord by the paddle 'like it would burn your skin' and also the relay box gets hot. Pt also got rm03 and then it shut off. An email was sent to repair to replace the recharger. Sn was already obtained on the previous call.